Event description:
Additional info received from the MFR on 04/05/1999: on 01/14/1999, the facility contacted the MFR and informed the co of a hitch pin missing from the vinyl top cover. The facility stated the vinyl cover fell into the crib, and the pt was not injured. Co's parts department over-nighted the hitch clip pin to the facility, and the maintenance department replaced the part.